Event description:
As reported by the user facility: customer said he was sending something in for b. Braun to take a look at it and the occurrence had been described as "sparking" and "smoking" of an electrical accessory.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4). A historical review of the customer complaint database, dating back one year revealed no adverse trends of this nature against p/n 8713112c. One power cord, part number 8713050u, were received for evaluation. The power cord exhibited a charred appearance between the extension cord and the power supply. The information regarding this event was forwarded to the manufacturer, b. Braun (B)(4) for evaluation. Per b. Braun (B)(4)'s evaluation, it was concluded that was possible that moisture could have come into contact with the part and caused a short circuit between the power cord extension and the power supply. However, this potential root cause could not be definitively confirmed. It is important to note that within the IFU for the infusomat space pump, it does indicate to "protect the device and the power supply against moisture."